Manufacturer narrative:
The device and data logs were returned for analysis. The data logs confirmed suction alarms during support and simulated use testing successfully reproduced this failure. Upon visual inspection of the device, the edges of the impeller blades appeared "abraded." Because the fluoroscopic image of the pump was not returned, a definitive root cause of the fracture could not be determined. Note: this MDR is being reported late dueto retrospective analysis of prior broken impeller blade complaints.

Event description:
The complainant reported a (B)(6) male patient presenting with cardiomyopathy for impella support. During the procedure, continuous suction alarms emitted and could not be resolved. The pump was removed and replaced without further issue. Upon returned product investigation, damaged impeller blades were identified.